Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. Results: the review of the manufacturing records verified that the device met all pre-release specifications.

Event description:
It was reported the physician implanted a gore helex septal occluder on (B)(6) 2006. A residual shunt was noted in 2008. On (B)(6) 2009, a reintervention was performed and a second occluder was implanted, thereby closing the shunt. The helex device remains implanted.